Manufacturer narrative:
H10: information was received that the device has not been repaired because the customer rejected device repair by philips. Philips is unable to confirm the final disposition of the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a low leakage co2 rebreathing risk alarm. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. In a good faith effort (gfe) response received from the authorized service provider (asp), it was clarified that the gas delivery system (gds) has physical damage which caused the device issue. The investigation is ongoing.